Event description:
Exhaust hose ruptured during procedure, and part of the hose struck the surgeon in the chest. He was not seriously injured. The procedure was completed without further drilling, and there was no pt impact. The hosp did file an internal incident report. On follow up hosp reported that the exhaust hose was not clamped and the operating pressure of the system was 120 psi.